Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the employee doesn't have access. A technical support specialist (tss) copied a general template to add a new employee in medbank myqlink and identified the user did not have permissions to issue or restock and lacked mql access to modify settings. Guided the client to deactivate the employee and create a new login by copying a user with the correct permissions. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower employee doesn't have access. However, there were no delay to patient care and adverse events or injuries reported based on this incident.